Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be files when the evaluation is complete.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information from the implant patient registry that a 21mm 3300tfx valve was explanted after an implant duration of ten (10) months, and five (5) days due to patient-prosthesis mismatch of the aortic valve with moderate to severe aortic stenosis. The 21 mm valve was replaced with a 23mm 3300tfx valve. The patient tolerated the surgery reasonably well. Through operative report, the aortic valve was identified and there was some thickening of the leaflets of the valve and significant subvalvular fibrosis.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation. The clinical observation of stenosis was confirmed; however, the clinical observation of thickened leaflets and subvalvular fibrosis could not be confirmed. Visual examination revealed minimal host tissue overgrowth on the leaflets and into the orifice at the greatest distance of approximately 2.5 mm on leaflet 3 at the inflow aspect. Minimal host tissue was found on the stent circumference at the inflow and outflow aspect. Leaflets 1 and 2 were dropped by 1 mm as compared to leaflet 3. The sewing ring was found cut near commissure 2. Radiography demonstrated wireform intact. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on product evaluation findings, host tissue found on leaflets 2 and 3 restricted leaflet mobility which lead to stenosis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve disorder (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration clinically observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors, and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.